Manufacturer narrative:
The installation of the suspension was not conform to the specifications in the labelling. It is depicted in the installation manual that the suspension tube has to be long enough to allow the screws to be positioned below the false ceiling. As three screws out of six were located above the false ceiling, they were not easily accessible for verification during annual maintenance. This allowed progressive breaking of the screws caused by multidirectional bending stresses during use.

Event description:
The customer reported that the suspension arm of the surgical light moved down during preparation of the operating room. No patient involvement nor injuries were reported. Factory reference number: 2016-48997

Manufacturer narrative:
(B)(4). Maquet service examined the device and found that all six attachment screws on the suspension tube were broken. The screws were replaced with new ones and the device returned to service. The evaluation of the incident is ongoing and the results will be communicated in a follow-up report.

Event description:
(B)(4). The customer reported that the suspension arm of the surgical light moved down during preparation of the operating room. No patient involvement nor injuries were reported. (B)(4).

Manufacturer narrative:
The service technician inspected the defective device at the facility and replaced all screws with new ones. He determined that the installation of the tube was correct, but three screws were hidden by a plastic cover, and therefore not directly accessible for visual inspection. The progressive breaking of the screws was caused by mechanical fatigue due to the torques and loads applied repeatedly on the device during its use. The customer does not have any service contract with maquet, and this unit has not been maintained regularly as instructed in the user manual.

Event description:
The customer reported that the suspension arm of the surgical light moved down during preparation of the operating room. No patient involvement nor injuries were reported. Factory reference number: 2016-48997